Manufacturer narrative:
Correction to section d10: scs lead, therapy date feb 19, 2019 was removed as it's not relevant for this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 to address the issue.